Event description:
It was reported that during a bph surgical procedure, the end of the tip came off, and the laser was shooting straight ahead. The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "good" reported. No adverse outcome was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip is attached to fiber; the glass cap exhibits very mild devitrification at output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along length of fiber; the connector cone, segments, and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test. Probable root cause: based on the device analysis, the product complaint "tip detachment and forward firing" could not be confirmed; there is no failure found with the returned product.

Event description:
It was further reported that: 36,000 joules and "10-15 minutes" were expended on the failed fiber. The fiber tip detached outside of the patient. The fiber tip was not cleaned during the procedure.